Event description:
The user came up a bit in the roof lifter, it stopped working. The user ended up on the floor and called the rescue service to get help getting up, the user sat in the lift and when he was going back to bed after the morning command, the lift got stuck and it could not be lowered. The home service got dressed in the wheelchair. The same ceiling lift unit malfunctioned on two occasions during use by the same customer. Event 1 - ceiling lift unit stopped functioning during patient transfer. User ended up on the floor and had to call for assistance to get up. Event 2 - ceiling lift unit stopped moving during patient transfer. The patient was unable to move in any direction and needed assistance from caregivers to be seated in the wheelchair.

Manufacturer narrative:
A ceiling lift stopped working when in use. This occurred twice with the same lift. The patient could not control the lift with the hand controller and had to use the emergency strap to get down. The fact that the emergency strap worked means that the machine has power because the switch is electrical, making the case for a faulty battery unlikely. The most likely cause is that the hand controls has been yanked or pulled repeatedly over time and that the hand control jack ultimately lost the electrical connection in the socket. Reinserting the hand control jack would most likely solved the problem. Handicare belives that there was nothing wrong with the controller, unfortunately the controller was lost due to theft, so this cannot be verified. Corrective action: a o-ring is being added onto the hand control jack, this should prevent it from accidentally ejecting from the socket.

Event description:
The user came up a bit in the roof lifter, it stopped working. The user ended up on the floor and called the rescue service to get help getting up, the user sat in the lift and when he was going back to bed after the morning command, the lift got stuck and it could not be lowered. The home service got dressed in the wheelchair. The same ceiling lift unit malfunctioned on two occasions during use by the same customer. Event 1 ceiling lift unit stopped functioning during patient transfer. User ended up on the floor and had to call for assistance to get up. Event 2 ceiling lift unit stopped moving during patient transfer. The patient was unable to move in any direction and needed assistance from caregivers to be seated in the wheelchair.